Manufacturer narrative:
The unit was received with a button error alarm and had unresponsive buttons due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm during a bolus. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 223 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.